Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by the benha journal of applied sciences titled ¿arthroscopic bankart repair for first time versus recurrent anterior shoulder instability in athletes- comparative study¿. The study reviewed forty (40) patients who underwent shoulder procedures using arthrex fastak devices. One (1) patient was documented to have had glenohumeral instability resulting in recurrent shoulder dislocation during the thirty-six (36) month follow-up period. Ref: khalil, s. A., et al. (2021). "Arthroscopic bankart repair for first time versus recurrent anterior shoulder instability in athletes- comparative study." Benha journal of applied sciences 6(4): 145-149.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.